Event description:
It was reported that the patient underwent a right hip arthroplasty. Subsequently, it was reported that the patient developed high metal ions. The patient had not undergone a revision. It was reported that no further information could be provided.

Manufacturer narrative:
(B)(4). Suggested component code: mechanical (g04) - head. D10: cat# 139254 lot# 425940 m2a-magnum 42-50mm tpr insrt-3. G2: foreign - event occurred in canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: d4; g3; h2; h3; h4; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Initial operative records of (B)(6) 2007 right tha reviewed. No complications noted. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.